Event description:
A caller reported an alarm related to a possible occlusion issue. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to follow a series of steps including disconnecting and reconnecting tubing, delivering a bolus, and replacing supplies. The occlusion alarm recurred multiple times, necessitating additional corrective instructions, but the bolus eventually completed successfully. The customer was advised to replace supplies as necessary and resume insulin therapy, with follow-up assistance offered.